Manufacturer narrative:
One cadd® cadd-legacy 1 pump was returned for analysis. The customer's reported problem was "device was associated with a patient incident, need ehl logs from (B)(6)". Visual inspection found the pump to be in good physical condition with some leaking pixels observed in the lcd display. Inspection of the pump's event log revealed no event abnormalities seen for the stated time in question. The investigation consisted of verifying the pump for function, testing the alarm sensors, delivery accuracy testing, and event log review. Testing found the pump functional, no alarms occurred during investigation. Alarm sensors were found functional and within specification. The pump passed the accuracy test within manufacturing specification. The investigation found some leaking pixels in the pumps display. The device history record (DHR) was reviewed and found to be in compliance. No manufacturing or testing issues were found in the DHR.

Event description:
It was reported that a cadd® cadd-legacy 1 was associated with a patient incident. Need ehl [event history log] from (B)(6). Investigation only. No report of patient injury.